Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. Additional information received which indicated that the physician felt the extended/retractable screw system was slow and took a long time to deploy. Moreover, the physician then attempted to repositioned this lead due to poor r wave signal amplitude as it was due to tissue area was damaged. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. Additional information received which indicated that the physician felt the extended/retractable screw system was slow and took a long time to deploy. Moreover, the physician then attempted to repositioned this lead due to poor r wave signal amplitude as it was due to tissue area was damaged. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. Additional information received which indicated that the physician felt the extended/retractable screw system was slow and took a long time to deploy. Moreover, the physician then attempted to repositioned this lead due to poor r wave signal amplitude as it was due to tissue area was damaged. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Also, allegation of low amplitude or poor morphology allegation was not confirmed.